Event description:
The hospital risk manager reported a male patient came in via ambulance to the ER on CPAP and was reported to be sitting up, diaphoretic and short of breath (sob). The patient was placed on this device when he was ready to transport to CT scan. The o2 saturation was 96.1 on the wall o2 per abg, and the ventilator functioned properly during connection to the wall o2 prior to transport. The ventilator was disconnected from the wall o2 source and transported via o2 cylinder tank. During transport, the patient began asking for more air. The ventilator began alarming due to a high oxygen supply pressure and they could not reset it. The patient was taken off the ventilator and put on a non-rebreathing mask during the CT scan. It was reported to the manufacturer's service technician that the patient became hypoxic; however, the risk mgr was not sure how that assessment was made because the patient was not on an oximeter. Per device user manual, an external oxygen monitor should be used to verify the oxygen concentration in the delivered gas. While on the non-rebreather mask the patient coded due to his respiratory status and arrythmia with bradycardia. CPR was initiated and cardiac rhythm was restored. The post-surgical sternal wires were broken during CPR and patient required surgery to repair them. When the patient was returned to the ER, he was intubated and placed on another ventilator. The patient was placed into critical care area and is now extubated and in the step down unit. The manufacturer's service technician verified the reported alarms when the ventilator was powered on due to high pressure o2 trapped in the system. When the service technician disconnected the o2 hose at the rear of the ventilator, the pressure was relieved and the alarms automatically reset. The service technician reported the director of biomed said the e-cylinder that was used during the transport was used with a flow regulator, not a pressure regulator. Per the device user manual, the user's oxygen source must be able to deliver 100% oxygen regulated to 40-87 psig. The respiratory therapist was present at the time of the service evaluation and spoke with the biomed director while trying to replicate the event and they were able to duplicate the high o2 supply pressure alarm with the e-cylinder as setup during transport. The high oxygen supply pressure alarm occurred as a result of an improper regulator being used on the e cylinder. Per device specification, when the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. Performance verification testing was completed and passed to specifications. This is being reported as a user error.